Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02574. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's laa ostium maximum diameter pre procedure via computed tomography (CT) was estimated to be greater than 27mm. During the procedure the laa ostium was a diameter of 23mm and a depth of 27mm via an angiogram. The laa could not been measured via echocardiography, due to poor quality of the intracardiac echocardiogram (ice). The watchman® access system (was) was deep seated in the laa. A 27mm watchman ® laa closure device & delivery system (wds) was advanced through the was. The activated clotting time (act) was kept between 230- 300 seconds during the procedure. During deployment of the closure device, a perforation and pericardial effusion with tamponade occurred. This was confirmed by a parasternal short and long axis echocardiogram due to the poor quality of the ice. An acute sternotomy was performed, and the perforation was patched temporally from outside of the heart at the hybrid lab. The patient was stabilized and the closure device was fully recaptured and removed. The patient was then transported to the surgical department where they performed a surgical closure of the laa. No further patient complications were reported and that patient's status is stable.